Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced failure or loss of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section a1 for patient information to include ni for no information available, b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and unique identifier (UDI) #, d10 for device return date, g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. This report is submitted late and is captured within (B)(4).